Manufacturer narrative:
Citation: richard c. Gilmore. Transcatheter aortic valve replacement: current technology and future directions. Innovations (phila). 2016 jul-aug;11(4):234-42. Doi: 10.1097/imi.0000000000000296 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature meta-analysis regarding the current technology of transcatheter aortic valve replacement (tavr). All data were collected from multiple centers. The study population included an undefined number of patients, with an unspecified amount implanted with medtronic corevalve and evolutr (serial numbers not provided). Among all patients adverse events included: conduction disturbances with permanent pacemaker implant, second valve implant, vascular complications and bleeding. Based on the available information, it was likely these events were attributed to medtronic product. No additional adverse patient effects were reported.